Event description:
A (B)(6) year old male undergoing partial-converted-to-radical nephrectomy (due to mass); 2 linear cutters locked up during use. Manufacturer response for long linear cutter, (brand not provided) (per site reporter).====================== field sales representative discussed & reviewed equipment with surgeons. A report will be made to this hospital once equipment review is finalized.